Event description:
It was reported this catheter was successfully placed as a feeding tube. Approximately three weeks post placement, it was noted under fluoroscopy this drainage catheter had fractured and remained in the patient. A snare was utilized to successfully retrieve the detached segment. Another drainage catheter was placed for continuation of treatment. The patient's condition is good. This device was returned, evaluated and retained by this manufacturer. The engineer's evaluation indicated the device was received in two pieces. The distal tip of the catheter measured approximately 2 centimeters and displayed a longitudinal fracture. The second catheter segment measured approximately 32 centimeters and a fracture was noted through the 2nd and 3rd drainage holes on the proximal end. A segment of suture measuring approximately 56 centimeters was returned with the unit. The hub of the device was not returned. The catheter material discolored. As a lot number for this device was not provided, a device history search could not be performed. However, based on the evaluation it appears the device may not have met its specifications. Co's follow up revealed this catheter was being used as a feeding tube, which is a non indicated use of this device. Co believes this may have contributed to this event. However, co is unable to determine the exact cause for this event.